Event description:
Report 3 of 3. It was reported while using bd bactec mgit 960 instrument, there was one (1) false negative result of a patient sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter first name: (B)(6). E1. Initial reporter phone #: (B)(6). Investigation summary: catalog # 445870, s/n (B)(6): the customer states that there were false negatives reported by the instrument. Through remote assistance, customer communication and recommended testing it was determined that it was possible that the samples did not have enough growth to test positive or that there was an error when seeding the samples. The service max case, (B)(4), was closed. The root cause cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required (photos were provided and reviewed). Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.